Manufacturer narrative:
The insulin pump had a battery cap with a stripped battery cap coin slot, a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked end cap.

Event description:
The customer's mother reported via phone call that she cannot remove the battery cap from the pump. Customer's blood glucose was 230 mg/dl at the time of the incident. Caller stated that the battery cap is stripped and the cap is stuck in the battery cap compartment. Troubleshooting was performed but caller stated that she was unable to remove the batter cap. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.